Manufacturer narrative:
The returned device was evaluated. During visual inspection, the reported issue of the cable being "found burnt brown (gray)" was confirmed. However, functional testing demonstrated the unit to be functioning as designed.

Event description:
It was reported that the cable was "found burnt brown(gray)." There is no report of any patient impact or consequence as a result of the issue.